Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board (pcb) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on or off. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not confirm the reported complaint. Review of the device data logs revealed an error message (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf180 was due to device operation in a temperature outside of the device specification. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on or off. There was no patient harm or serious injury reported as a result of this incident.